Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 failed barrel clamp test. Technical support-- 1. Review test process to make sure procedure was follow 2. Review proper tool/test equipment is used 3. Replace syringe sizer assy. 4. Return to factory for repair. Recommended ruben to replace syringe sizer assy. Assisted with a part number. Ruben will replace syringe sizer assy. A review of the device history record for sn (B)(6) was performed from (B)(6) 2007 to (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the syringe failed the barrel clamp test and calibration during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 failed barrel clamp test. Technical support-- 1. Review test process to make sure procedure was follow 2. Review proper tool/test equipment is used 3. Replace syringe sizer assy. 4. Return to factory for repair. Recommended ruben to replace syringe sizer assy. Assisted with a part number. Ruben will replace syringe sizer assy. A review of the device history record for (B)(6) was performed from 07/18/2007 to 11/10/2020 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. No product returned.

Event description:
It was reported that the syringe failed the barrel clamp test and calibration during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 18jul2007 to 10nov2020 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the syringe failed the barrel clamp test and calibration during preventive maintenance. There was no patient involvement.